Event description:
The customer reported that brightness was a bit dark during inspection for use of an olympus video system center. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.